Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed similar complaints and found surmised that this phenomenon attributed to repeated physical stress or chemical stress on the distal end. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection by oth aslo confirmed followings; the play of the angle knob was out of the standard due to the wear of the angle wire. There was a scratch on the connection tube. The adhesive on the bending section rubber had peeled off. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus ((B)(4)) co., ltd. (Oth) and found that there was a gap in the adhesive area between the plastic cover and the distal end. There was no report of patient injury associated with this event.